Manufacturer narrative:
Products with different catalog numbers were used in the procedure including: part: nav2066 part: nav2067 it is unknown which product caused the event.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, intra-op, the navigated cobb was inserted into the disc space. There was no slap hammer attachment feature on the instrument which made removal difficult. The removal was therefore not a controlled motion and the end of the instrument cut through the physician assistance's gloves and produced a mild cut on the finger. The product came in contact with the patient. The procedure was dlif at l1-l5. No patient complications were reported.